Event description:
The customer's family member called to report that the patient used the device to check their blood glucose and obtained a result in the 200's mg/dl. Family member said patient "crashed out" about four hours later and passed away from low blood glucose. Family member didn't feel the device contributed to the incident. Family member said their glucose fluctuated rapidly often. Controls were not used on the system. The device was requested to be returned for evaluation.